Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) system error was verified, but it was a different error than the one that was reported. Analysis could not confirm the reported programmer interrogation problem. (B)(4) rf (radio frequency) head cable found out of electrical specification. Lens on rf head is cracked. Rubber portion of rf head label is missing.

Event description:
It was reported that the programmer would not interrogate a patient's device, and the nurses had to get a new programmer to successfully interrogate. An attempt to run the service disk and update the programmer with new software caused the programmer to freeze up. An error message was also reported. Therefore, the programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.